Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient had their system replaced on (B)(6) 2025 for an unknown reason.

Manufacturer narrative:
Additional information indicates that the ipg meets or exceeds its expected longevity based on the patient's programming parameters. This device is no longer considered reportable.

Event description:
Additional information indicates that the ipg meets or exceeds its expected longevity based on the patient's programming parameters.